Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 12.4 mmol/l. The customer stated that the device was exposed to strong magnetic field susch as ctscan. The customer was advised that will send replacement via tnt.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. The motor was tested outside of the device and passed. The insulin pump passed displacement test and no displacement anomaly noted. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.